Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's ipg is inoperable after the patient underwent an unrelated surgical procedure. The patient states stimulation was turned off prior to surgery, but it was not placed in surgery mode. After surgery when attempting to reconnect ipg with the patient controller, the pc showed "generator is unavailable" message. Technical services attempted to troubleshoot the problem without success. A field representative later attempted to connect with the ipg but was unsuccessful. Surgery may be pending to replace ipg.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Follow up information identified the patient's ipg was replaced with a new one.